Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately two (2) months post initial procedure, the patient presented with a possible limb occlusion. The physician elected to extend both limbs with two (2) ovation ix extender devices on (B)(6) 2020.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The right limb occlusion and secondary endovascular procedure complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined due to a lack of the relevant medical information. The procedure related harms identified were additional surgical procedure (thrombolysis from the right limb). The contributing factors for the right limb occlusion is indeterminate due to a lack of the relevant medical information the final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: device code: remove code 4114, h6: result code: remove code 3233, h6: conclusion code: remove code 11.